Manufacturer narrative:
(B)(4). Restylane lyft with lidocaine importer's report number: (B)(4). CAPA: the reported events pain, discoloration and ischemia are already addressed in the labeling. No corrective action will be initiated. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the events and the treatment cannot be excluded. The injection technique or the injection procedure per se may have contributed to the events. The case has been assessed to fulfill the criteria for regulatory reporting. Additional comments: the case report is assessed to fulfill the criteria for regulatory reporting. The provided treatment seems to be given to prevent possible permanent impairment of a body function or permanent damage to a body structure.

Event description:
A report (B)(4) was received on (B)(6) 2016 from the nurse concerning a female patient who was at the aesthetician of the practice who on (B)(6) 2016 was injected with restylane lyft. The exact area not specified. That same day, the office members saw some discoloration from the right nasolabial fold area to the center area of the upper lip area. This was described as a lack of color, but the office thought it might have been related to possible bruising. However, by (B)(6) 2016, the patient presented with pain. She was seen by the physician who diagnosed an arterial occlusion. The patient was treated with hyaluronidase, topical nitroglycerin, an unspecified antibiotic, corticosteroids, bactroban (mupirocin) ointment, and warm compresses. The events were ongoing and related to treatment. No further information was provided.

Manufacturer narrative:
(B)(4). CAPA: no additional information was added. Manufacturer narrative: no additional information was added. Pharmacovigilance comment: no additional information was added. Additional comments: the device was not returned to the manufacturer for evaluation. Device not available to the manufacturer.

Event description:
A follow-up report (B)(4) was received 08-jun-2016 from the physician. The physician reported the patient had a skin type of fitzpatrick type I-ii. The patient experienced a right side moderate arterial occlusion and right side severe pain. The physician treated the patient with hyaluronidase, nitro-paste, antibiotics, and steroids and the patient recovered.